Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event brush bristle detachment.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2026. During the cleaning process, the bristles of the brush began to detach while the endoscope was being cleaned. It was indicated that the brush had been previously used. The bristles started falling out while cleaning the third scope. The cleaning procedure was completed using another brush of the same model. No patient involvement was reported.